Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (20 mg/ml at 6.004 mg/day) via an implantable pump for malignant and non-malignant pain. It was reported that the healthcare provider was programming the pump to off state today due to an small area of skin that was open right around the pump area. They had ruled out infection. The plan was to explant the system at some point. (B)(4) was given.